Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 89 mg/dl. Customer uses the sensor feature on the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan as per health care provider's instructions. Customer was advised to discontinue use of the pump and return the pump with the battery. Customer was also advised to zero out the basal rates. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)